Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 6 on the home choice (hc). The technical service representative (tsr) advised the home patient (hp) air had entered the setup. The tsr had the hp close the clamps/transfer set and cycle the power to the se 2367 alarmed. The tsr advised the hp therapy had ended and the hp would need to start over with new supplies or use manual supplies. The tsr had the hp cycle the power to weight and press stop to press go to start. The supply bag connection was found to be loose. The tsr explained to the hp that the connections need to be tight and cannot be loose. The hp would use manual supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; it was reported that the connection to the supply bag was loose. The home patient stated that the supply bag connection was loose. Not enough data is available within the report to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.